Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, imperfections were noticed. Additional information was reported by the surgeon, who indicated that the lens ripped the patient's capsule when she inserted the lens. The lens was removed and a vitrectomy performed. A new lens was implanted to complete the case. Prognosis is good. Patient's issues resolving.

Manufacturer narrative:
Evaluation summary: the complainant indicates the use of a viscoelastic which is not qualified for use with associated iol/cartridge combination. The root cause for the pc-tear could not be determined. The file states the use of non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).